Manufacturer narrative:
Investigation inspect returned samples analysis and findings complaint (B)(4). Distribution history: this complaint unit was manufactured in 1997. Manufacturing record review: a review of the device history record could not be located at the time of this investigation. However, it should be noted at the time of manufacture records from each lot are thoroughly reviewed. Should the device history record be located going forward this complaint will be amended accordingly. Incoming inspection review: not applicable. Service history record: no additional service history records found for this unit. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint condition. Similar complaints on file were addressed with corrective actions in 2016 to prevent re-occurrence. See corrective action section for details. Product receipt: the complaint unit was returned on a repair. However, based on log (B)(4) this unit was at csi on 04/25/2023. Visual evaluation: visual examination of the complaint unit revealed no physical damage. Functional evaluation: complaint unit was functionally evaluated and found not to function properly. Root cause: the foot pedal has been known to fail due to a few reasons. The most common is the diaphragm in the switch (within the console) which acts as the mechanism to make an electrical contact to supply power to the unit. Air displacement, generated by the foot pedal, pushes on a piston via the diaphragm in the switch to turn the power on. Given the appearance of a bad diaphragm it appears to have been exposed to excessive stimuli. Latex is flexible hence the use in this application, but its elastic properties can alter over time as well. In this condition, the sealing properties are impacted. The root cause for this complaint condition is component related to the diaphragm. Correction and/or corrective action coopersurgical service and repair replaced the diaphragm on the unit, tested it and returned it to the customer. Engineering has successfully tested a replacement material made of silicone for use in repairs going forward, eng-test-10341-r. The IFU was also updated to add a safety check via ecn-20444. A service bulletin was issued to existing customers informing them to check for this issue and return the unit if needed. All product in fg and sk, as applicable, were reworked to replace the previous versions of the dfus on all applicable products. The repaired unit will have been repaired with this new silicone material. No further training required. Was the complaint confirmed? Yes.

Event description:
Pedal not working leep system 1000 - 110v l1000 e-complaint (B)(4).

Manufacturer narrative:
Coopersurgical, inc. Is currenlty investigating the reported condition.

Event description:
The details of (B)(4) as reported on fs log # 100254 : "pedal not working - can override by pusly site on machine with small wooden cotton tip applicator." Leep system 1000 - 110v l1000 (B)(4).